Manufacturer narrative:
This event was determined to be supplemental information to MFR. Report # 2916596-2024-02103.

Event description:
It was reported that an unshielded patient cable was requested for a patient.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.